Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 349 mg/dl. A correction bolus via the pump was delivered to address bg. During troubleshooting with tandem technical support (cts), air bubbles were observed in the infusion set tubing. Tandem technical support guided the customer through priming the air bubbles out.